Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the pump and catheter were completely explanted on (B)(6) 2014 and were discarded. There were no alleged product issues. It was further reported that last week the patient had fluid collection at the back incision site. The patient was seen by the healthcare provider (hcp) the week of this report and also had a fluid collection at the pocket site. Per the patient¿s mother the patient had increased spasticity and felt ¿warm¿ to the touch. The hcp did an aspiration of the fluid from the pocket site and sent it off for culture. The fluid came back as (B)(6). The hcp made the decision to schedule the patient for explant of his pump and catheter. The patient was currently stable on the pediatric unit after surgery for the explant. Per the physician report, the patient was on oral baclofen (dose unknown), periactin (dose unknown), and valium as needed as well as intravenous (IV) antibiotics. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver gablofen. Outcome was not reported regarding if the infection resolved post explant or the date of onset of the infection. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient¿s pertinent medical history included no known drug allergies, cerebral palsy, spasticity, seizures, and periventricular leukomalacia. Perioperative antibiotics (ancef) were administered. The infection onset/diagnosis date was (B)(6) 2014 at the clinic post-operative visit. The last refill was during pump insertion on (B)(6) 2014. The infection resolved and at the last follow-up visit on (B)(6) 2014 the incision was healing and the sutures were removed. It was noted the patient had a neurogenic bladder and gastronomy tube. It was reported the pump was being used to deliver baclofen 1000 micrograms per milliliter from (B)(6) 2014.